Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generators atrial port. The physician elected to no longer use the device and replace it. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the atrial and ventricular pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.